Manufacturer narrative:
The field service engineer could not determine a cause. Mechanism checks were performed. Calibration and controls were run and were acceptable. The provided calibration data did not indicate an issue. Quality controls were within range. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they had a negative anion gap for one patient sample tested on the cobas 6000 c (501) module. Upon further investigation, the reporter determined the sample had discrepant results for ise indirect na, k, cl for gen.2. The initial incorrect values were reported outside of the laboratory. The sample was repeated on a different analyzer and repeated again on the same analyzer. The repeat results were believed to be correct. The sample initially resulted with an na value of 132 mmol/l. When repeated on a different analyzer, the na result was 144 mmol/l. When repeated on the same analyzer, the na result was 143 mmol/l. The sample initially resulted with a k value of 3.8 mmol/l. When repeated on a different analyzer, the k result was 4.5 mmol/l. When repeated on the same analyzer, the k result was 4.5 mmol/l. The sample initially resulted with a cl value of 120 mmol/l. When repeated on a different analyzer, the cl result was 107 mmol/l. When repeated on the same analyzer, the cl result was 106.8 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.